Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensing was observed on the rv lead leading to vf detection, but no therapy was delivered. Isometrics and pocket manipulation did not recreate the noise in clinic. Emi is suspected. It was noted that the patient may have been receiving shocks from a recently purchased used clothes dryer and whenever someone leans on the dryer, they receive a shock; the patient, however, does not feel a shock. Physician advised the patient to stop using the dryer.